Event description:
The reported description notes that the bedside monitor produced an inop error message "speaker malfunction". There is not enough information to determine if there was any sound. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor produced an inop error message "speaker malfunction". There is not enough information to determine if there was any sound. No patient involvement was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.